Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that the cardiohelp part sensor went from normal readings to -491 mmhg. Account changed consoles and the problem resolved. Pump was in use for 150 hours on this patient. No harm to any person has been reported. The cardiohelp was replaced during treatment, therefore a report is required. Complaint ID (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Additional information received on 2026-02-23. No pump stop occurred. Further it was confirmed, that there was no failure of the hls set and no visible damage on the hls cable and the sensor panel. The cardiohelp was changed and the problem was resolved . A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
Additional information received on 2026-03-09. The getinge technician corrected the serial number. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).